Manufacturer narrative:
Results: the returned velocity was fractured approximately 24.0 cm from the hub. Conclusions: evaluation of the returned velocity revealed a fracture on the proximal catheter shaft. If the device is forcefully manipulated at extreme angles when advancing into a parent device or otherwise mishandled during preparation, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the velocity delivery microcatheter (velocity) broke in half when it was loading into the penumbra system ace 68 reperfusion catheter (ace68) on the back table. The damage to the velocity was found prior to use and therefore, the velocity was not used in the procedure. The procedure was completed using a new velocity.